Manufacturer narrative:
Exec summary - no physical device samples were returned. No samples displaying the condition reported were available for examination, bd were unable to fully investigate this incident. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A review of the complaint lot history check was performed and this is the 1st related complaint for (flow issues - fluid blockage ) on this lot # 1021718. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 1021718 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd q-syte closed luer access device had blockage issues. The following information was provided by the initial reporter : on (B)(6) 2022, the patient was admitted to the hospital due to respiratory and cardiac arrest. He was given precise infusion as instructed by the doctor and the infusion pump was used for infusion. When the infusion started, the infusion pump reported a pressure alarm. Diaphragm needle-free closed infusion connector is blocked, immediately replaced an infusion connector and the infusion is smooth.